Event description:
The customer reported to philips healthcare that the heartstart xl reboots after discharge. There was no pt involvement.

Manufacturer narrative:
Pr #: (B)(4): a follow-up report will be submitted upon completion of the investigation.